Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that the hp pressed go to start the initial drain prior to connecting to the patient line. A technical service representative (tsr) helped the hp end therapy and instructed the hp to contact a registered nurse (rn) regarding the issue. The hp planned on completing therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, not connecting prior to beginning the initial drain is a known cause of the reported issue. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.